Event description:
It was reported that the patient presented in clinic. Device interrogation revealed post paced t-wave oversensing on the implantable cardioverter defibrillator. The patient did not receive therapy during the oversensing. Programming changes were performed to resolve the issue. There were no patient consequences.